Manufacturer narrative:
Mmdg notes that the medwatch report filed by the customer states a general pump and software design recommendation. The infinity orange pump that is the subject of this report operated as intended and within specifications. The device has not yet been returned to the manufacturer, so a proper evaluation of the complaint has not been possible.

Event description:
Customer stated: "the patient was receiving intermittent tube feedings via nasogastric (ng) tube. After the infusion had started, the rate of infusion was ordered to be increased, however the dose ordered (63 ml) did not change. When the rate was changed in the pump, the volume of the dose infused up to that point was not retained, but automatically reset to zero. The nurse (rn) was unaware of the dose reset and the infusion continued. The patient vomited and when the rn looked at the total volume infused (75 ml) she realized the total dose infused was more than what was ordered. She did not realize that with this pump she would have been required to subtract the volume already infused from the total dose to be delivered and entered that into the pump. The pump programming does not allow the rn to change the rate without defaulting the dose to zero. Most other infusion pumps are designed to let the infusion rate be changed independently of the dose if the tube feeding rates are being titrated based on the patient's tolerance. This ability would be important. We would recommend the manufacturer change the pump programming to facilitate changes to the infusion rates without changing the dose, or require the rn to revalidate the dose volume left to be infused when the rate is changed." (B)(4).